Event description:
Customer reported that, during a case, the monitoring screen blanked out. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing.